Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the staplers did not closed properly. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5756x. Device evaluation: the analysis found that one ntlc55 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. In addition, two sr55 reloads were received fully fired and with no apparent damaged. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.